Event description:
Tech alleged that the right siderail latch bolt, nut, and pivot blocks were missing and the right siderail could not be latched.

Manufacturer narrative:
Tech installed a new siderail latch bolt, pivot blocks, and nut and the right siderail functioned properly. There were no alleged injuries.